Event description:
Gastric partitioning during laparoscopic gastric bypass-stapler jammed and misfired. Attempted to re-apply new stapler adjacent to misfired staple line. Gastric (nature) staple line dehiscence. Resected at second surgery 3 days later.